Event description:
It was reported that a patient underwent an unknown spinal procedure. At an unknown time post-op, it was reported that screws were loose at l5 and s1 with pseudoarthrosis noted. Patient underwent revision procedure.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of radiographic images show degenerative lumbar spine on ap and lateral views with mild scoliosis at apex l3. Hnp is also reported. Surgical treatment includes fusion from t12 to s1 with segmental pedicle screws. Interbody support is noted at l4 and l5. Complication occurs with anterior column failure of t12 yielding acute kyphosis and implant pull out at t12. This is also reported at l5. Revision includes extension of fusion to t10 with cement augmentation and alif at l5. Long constructs in osteoporotic patients place great stress on the ends of the construct often leading to mechanical failure. Here anterior column loading has caused t12 to fracture in the high risk thoracolumbar area. Long constructs also place great stress at the lumbosacral junction contributing to pseudoarthrosis.